Manufacturer narrative:
H3: analysis of the ins found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing stimulation cutting out. Impedances were reviewed and it was indicated that all of them were normal. Using the clinician programmer they turned stimulation up to a comfortable level and within 30 t o45 seconds the patient stated that they stopped feeling stimulation. The stimulation sensation would come back for a few seconds and then it would go away. The rep stated that the patient¿s therapy was good/effective when they were feeling it. The rep had indicated that they had turned off the adaptive stimulation to try to identify the issue with the patient. A1 2+ 3- 4+ a2 13+ 14- 15+ group impedances were at a1 693ohms a2 612ohms the rep indicated that the patient was getting an x-ray. The rep also stated that they would review the full impedance results again looking for variance on the electrodes that were used in the patient¿s therapy programming. Technical services reviewed possibility of different programming options to tyr ot identify if the issue is related to the active electrodes. It was reported that the issue had bee occurring since a car accident that had occurred a couple of weeks ago in 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the x-ray showed no change from their prior film. The cause of the patient experiencing stimulation cutting out was not determined. The rep stated that since reprogramming the patient they continued to perceive a change in their stimulation throughout the day. The rep stated that they met with the patient again today ((B)(6) 2019) to attempt another reprogramming and they also set them in different positions to test impedances, but all values were within normal limits. The issue was not resolved at the time of the report. The patient¿s weight was unknown and would not be made available. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.